Event description:
The customer reported that during use of this blade in a total knee procedure, a piece of the blade broke off and flew across the room. The customer reported that this breakage occurred during the first cut. The blade was replaced and the procedure completed without injury and less than a 5 minute delay to replace the saw blade.

Manufacturer narrative:
Investigation findings: conmed linvatec received this blade for eval. A visual examination of the blade found one tooth broken off/missing from the blade and the remaining teeth peened/bent. A material hardness check verified the blade met specification. A review of device history found similar reported events and found that this type of damage can occur during use, if the blade comes in contact with another object or instrument, (such as the cutting jig) which is harder than the blade material itself. The customer will be contacted with this info.